Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the scd sleeves. The customer stated that there was approx. A 3" abrasion on the left lateral lower leg." Additional information received 8/11/2006 - the blister deroofed and became necrotic."

Manufacturer narrative:
An investigation is currently underway upon completion the results will be forwarded.